Event description:
It was reported that the patient underwent implantation of 2 xience v stents in the mid left anterior descending coronary artery on (B)(6) 2008. On (B)(6) 2011, the patient was hospitalized after experiencing syncope. Electrocardiogram (ECG) showed no myocardial infarction. Diagnostic lab tests included ck-66 u/l (normal upper limit 230), ck-mb-2.0 ng/ml (normal upper limit 4.0) and troponin I -0.071 ng/ml (normal upper limit 0.044). Functional ischemia stress study was positive. Restenosis was found in both stents. A drug eluting stent was implanted to treat the restenosis on (B)(6) 2011. The condition was considered to be resolved and the patient was discharged to home on (B)(6) 2011. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v is being filed under a separate MFR number.